Manufacturer narrative:
Initial

Event description:
It was reported that a customer¿s dexcom g7 continuous glucose monitor (cgm) sensor paired with the dexcom mobile app but failed to pair with the ilet device, resulting in no cgm data being available to the ilet and a cgm not paired condition. No adverse clinical symptoms reported. Outcomes included the need for troubleshooting and temporary interruption of automated insulin dosing based on cgm data. User support included guided troubleshooting by support, including toggling the cgm setting on the ilet, restarting the sensor session, and confirming the sensor pairing code. Investigation of this case revealed an apparent communication or pairing failure between the external cgm transmitter and the ilet receiver interface, consistent with a device communication issue without evidence of hardware breakage. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or transient connectivity error.